Event description:
Respiratory therapist entered patient's room and ventilator was alarming due to ventilator not reading any numbers on the display screen. Respiratory therapist removed patient off of ventilator and bagged patient with 100% o2 and peep of five. Another respiratory therapist was called for assistance. Second respiratory therapist then came to the bedside and began to do a pt circuit test to trouble shoot ventilator. Ventilator did not pass patient circuit test. Ventilator was removed from patient's room and placed out of service. Patient placed on another ventilator. Ventilator was repaired by biomedical engineer and this is from their report: verified pre-use checks were failing for internal leakage and pressure transducer >5 cmh2o. Troubleshoot and found the inspiratory transducer board failed. Installed a new pc1781 transducer board. Pre-use checks passed three times.